Manufacturer narrative:
The case description states that there was a bolus in th history that the user did not give. The bolus was alleged to be of 20u delivered on (B)(6) 2024. Android log files were downloaded from the returned controller for investigation. Inspection of the audit log file confirmed delivery of the 20u bolus on the date of occurrence and shows that the use cgm and confirm bolus buttons were pressed in order to deliver the bolus. The engineering logs from the date of occurrence were overwritten due to continued use of the system. The history detail within the controller also confirms the delivery of the bolus and inputs used to program it. The calculations show there was a user adjustment bolus volume of 20 u for this bolus. A user adjusted bolus is created when the user taps the total bolus box to change the bolus amount. Evidence of interaction was seen with the controller in order to deliver the bolus. No uncommanded boluses were seen in the log files. The returned controller was able to pass all adb (android debug bridge) testing and was only found to respond when the screen was touched and interacted with. The controller was paired to an unused pod and was found to not deliver any uncommanded boluses during the investigation. When programmed and initiated, the bolus calculator was able to successfully give a suggestion and deliver a bolus based on carb and bg value inputs. No problems were found with the returned device.

Event description:
It was reported that the patient's controller gave an uncommanded bolus of 20 units. Patient reported he was on a ski lift and started to feel his blood glucose level was going low. He reported he got off the ski lift and noticed the uncommanded bolus on the controller, so he ate some carbohydrate containing food. No blood glucose levels were provided. He reported the controller was in his pocket during the time of the uncommanded bolus. Patient reported his last interaction with the controller was an hour prior to uncommanded bolus where he had programmed a bolus for his meal and a bg (blood glucose) of 141 mg/dl.